Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient enduring an access site infection and vessel damage during use of the device. The infection was treated with antibacterial drug administration and the vessel damage was treated via unspecified intervention.